Event description:
It was reported that the left ventricular lead became dislodged and exhibited high pacing thresholds. The lead was explanted and replaced. The procedure's outcome was successful.

Manufacturer narrative:
(B)(4).